Manufacturer narrative:
The reported event that locking compression plate axsos 9 hole / l123 mm 4.0 mm locking set was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the sharp bending applied on the plate. The device inspection revealed the following: the screws and inserts were identified to not be an active part of the event so they are ruled as concomitant. The plate is bent and broken in one of the holes. The breakage fracture points to a rupture of the material due to excessive bending of the plate. The device inspection interpretation points to the direction that the plate was bended in a sharp angle, which upon placement on the patient, and with the strength produced upon inserting the screws, led to the breakage of the plate. Moreover, the bending was located in one of the holes, which is clearly indicated as something not to do in both operative technique and instructions for use. Note, as stated in the operative technique (axsos-st-13 en axsos extremity optech): ¿bending if the plate is used in a fully locked mode, plate bending is not recommended due to possible hole deformity and inability of locking insert placement. If the plate is used in a hybrid mode (compression with appropriate cortical screws and locking screws), the plate should only be bent at the level of the fracture line between the compression holes.¿ [original statement(s)] note, as stated in the IFU (v15013): ¿contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures (see operative technique).'' [Original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Axsos steel plate (straight) is broken during the surgery. Material removal and additional surgery was necessary. Date of revision unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Axsos steel plate (straight) is broken during the surgery. Material removal and additional surgery was necessary. Date of revision unknown.